Manufacturer narrative:
(B)(4). Date sent: 11/3/2021. The DHR for lot 26941 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: relationship to study device: causal relationship to primary study procedure: causal relationship if related to the procedure, indicate which procedure the event is related to: index. Drug therapy: yes. Additional information was requested, and the following was obtained: did the subject require additional medical treatment for issues with linx device? If yes, describe the medical treatment provided: if medications were part of the medical treatment, were the medications prescription or over the counter? Answer = describe the medical treatment provided: prednisone and diazepam were prescribed. If medications were part of the medical treatment, were the medications prescription or over the counter? Prescription. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(6). New log line 1. Event details: start date: (B)(6) 2021. Alert date: (B)(6) 2021. Country of event: us. Model: lxmc16. Device lot number: 26941 date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Patient details. Patient identifier: (B)(6). Sex: male. Age (at time of consent): (B)(6). Additional event details: site awareness date: 20 sep 2021. End date: (B)(6) 2021. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship to primary study procedure: causal relationship if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: no. Dilation performed: no. Indicate type of dilation? Blank. Date of dilation: blank. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: yes. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovered/resolved according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No.